Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of post-paced t wave oversensing we observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.